Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (no power) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Date of submission (B)(4) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: a review of the black box showed multiple unexplained power on reset events. The battery compartment and cap were undamaged and able to fit securely. The battery cap contacts measured within specifications. The battery cap was fastened and then unscrewed a half turn with no reboots occurring. The ez-prime steps were performed correctly. No power interruptions occurred during the investigation. The pump cover was removed to find no intermittent conditions to the power printed circuit board. The no power allegation was unable to be duplicated during the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.